Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 415, and 316 mg/dl. Tests were done within 20 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported. It is also reported that the customer compared the bg reading of 415 mg/dl to their doctor's meter (unknown brand/type) and received a reading of 125 mg/dl.